Event description:
It was reported while using bd alaris pump module smartsite low sorbing infusion set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: material #: 10010453 lot: unknown. It was reported by the customer that on two separate occurrences, the infusion set was found to be slowly leaking chemo at the point of the filter during administration.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of chemo leaking from filter could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 10010453 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported while using bd alaris pump module smartsite low sorbing infusion set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: material #: 10010453 lot: unknown. It was reported by the customer that on two separate occurrences, the infusion set was found to be slowly leaking chemo at the point of the filter during administration.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.